Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was positioned 5 mm on the non-coronary cusp and left coronary cusp at 80% deployment. The valve was fully deployed. An angiogram revealed that the valve moved superior and "watermelon seeded" out of the annulus into the sinus of valsalva (sov). The valve was snared and positioned in the ascending aorta above the sinotubular junction. Subsequently, a 23 mm second valve was implanted at a 5 mm ventricular depth. It was reported that pre-implant annular measurements were performed with magnetic resonance imaging (MRI) due to the patient¿s poor renal function and a 26 mm size valve was indicated for the 63.4 mm perimeter. No adverse patient effects were reported.